Event description:
Customer reported attempting to prime the insulin pump and receiving an alarm for a loose drive support cap. The blood glucose reading was 127 mg/dl. Customer was unable to prime the insulin pump. She stated that the insulin pump was not dropped or bumped but that the drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Prime test could not be conducted due to protruded/loose drive support disk. The insulin pump was received with minor scratches on liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube.